Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented for a routine device change out procedure. During pre-operation device check, the right ventricular lead exhibited low impedance and high thresholds; a clavicular crush was suspected. The lead was capped and replaced. No patient symptoms were reported.